Event description:
It was reported that the patient received inappropriate shocks due to noise on the ventricular lead. The lead was capped.

Manufacturer narrative:
Na

Manufacturer narrative:
The lead was previously reported as being capped. No lead evaluation could be performed for the reported capture anomaly since only the connector pin/ring assembly cut off at the end of the connector crimp ring was returned. The rest of the lead was not returned for evaluation.